Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst commented that the returned full lead in segments was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the anomalies described in the event. There were no anomalies observed. All electrical and visual analysis testing was within specified parameters. An in-vivo insulation breach or conductor fracture was not observed during analysis. (B)(4).

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads both exhibited generally poor sensing including undersensing, and high thresholds which were also unstable. Both leads were unable to be repositioned. The leads were removed and replaced. No patient complications have been reported as a result of this event.